Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported cable break resulting in noise and tip unable to straighten and curve (positioning failure) appears to be related to user error (improper or incorrect procedure or method) associated with turning the knob aggressively. There is no indication of a product quality issue with respect to manufacture, design or labeling. Codes added: h6 medical device problem code: 3273 noise, audible and 2017 improper or incorrect procedure or method.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the steerable guide catheter (sgc) an audible 'click' was heard when putting minus on the sgc. It was then noted that the sgc was no longer responding the +/- being put on the guide. The physician felt that they had been too aggressive when putting minus on the guide. It was noted a cable break was suspected. Another sgc was prepared and the procedure was completed successfully implanting one clip and reducing mr to grade 1.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.